Event description:
It is reported that the device was implanted in 2008, and was explanted in 2008, due to the pin breaking (the male portion) half way down the shaft. The pin was still engaged in the female portion.

Manufacturer narrative:
Evaluation summary: no post-op x-rays or any other visual means has been provided to confirm whether the locking of the pin occurred in the first place. The exact cause cannot be determined with certainty. Device history records indicate all components were manufactured and inspected to specification.